Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported the bd vacutainer® sst¿ blood collection tubes had a broken lid/cap during use. The following information was provided by the initial reporter: the customer noticed a "damaged stopper,and the tube is out of negative pressure. The cause is the damage to the rubber stopper." This event was translated from (B)(6) to english.

Event description:
It was reported the bd vacutainer® sst¿ blood collection tubes had a broken lid/cap during use. The following information was provided by the initial reporter: the customer noticed a "damaged stopper,and the tube is out of negative pressure. The cause is the damage to the rubber stopper." This event was translated from korean to english.

Manufacturer narrative:
H.6. Investigation: bd had not received samples, but 2 photos were provided by the customer for investigation. The photos were reviewed and the indicated failure mode for damaged stopper with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.